Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port attached to a groshong catheter in two segments were return for sample evaluations. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete compound break was noted to the distal end of the attached catheter and proximal end of the distal catheter segment. The edges of break on the distal end of the attached catheter and proximal end of the distal catheter segment were noted to be jagged and surface was noted to be granular in one region and round in the other region. Aspiration and infusion were attempted and were successful. Therefore, the investigation is confirmed for the reported fracture, material separation and identified wear and deformation issue. However, the investigation is inconclusive for the reported migration issue as no objective evidence to confirm this was provided for review. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the internal jugular vein approach, the catheter was allegedly found to be fractured. It was further reported that the catheter had allegedly separated from the puncture site. Reportedly, the catheter segment allegedly migrated to the right atrium of the patient's heart which required surgical removal. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly found to be fractured. It was further reported that the catheter separated from puncture site. Reportedly, the catheter segment migrated to right atrium of the heart required surgical removal. The current status of the patient is unknown.